Event description:
The customer reported that the system intermittently stopped working. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.